Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -2.50/2.5/178 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to excessive vault and elevated iop (without pupil block and angle closure). Additional information reported: patient cancelled the surgery for both eyes after the explanted od lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Implanted date: corrected from "(B)(6) 2018" to (B)(6) 2018" for initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Additional data the reporter indicated that a 13.7mm, vticmo13.7, -2.50/2.5/178 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to excessive vault and elevated iop (without pupil block and angle closure). Patient cancelled the surgery after the explanted od lens and has not yet scheduled for any surgeries. If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4).

Manufacturer narrative:
Additional data device evaluation: lens was returned dry, in lens cas/vial. Visual inspection found clear surgical residue on product and a bent haptic. Dimensional inspection was within lens specifications. Claim# (B)(4).